Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for initial procedure. After implant, the insertable cardiac monitor (icm) exhibited choppy and unstable telemetry. The physician suspected the icm was damaged. The icm was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of unstable telemetry and damaged insertable cardiac monitor (icm) were not confirmed. The icm was returned for analysis. Electrical, telemetry, and longevity assessments were normal with no anomalies found.